Manufacturer narrative:
The astral device was returned to resmed. The evaluation confirmed the reported issue but was unable to reproduce the issue. The investigation methods, results, and conclusions are not finalised at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered off while in use. There was no harm or serious injury reported as a result of this incident.